Manufacturer narrative:
The compressor was investigated on site and the compressor tubing was discovered being damaged. The part was not replaced by getinge personnel. The customer replaced the part using non-getinge personnel. The manufacturer has no responsibility for the safe operation of the system if installation, service or repairs are performed by persons other than those authorized by the manufacturer. Only accessories, supplies, and auxiliary equipment recommended by the manufacturer should be used with the system. The reported faulty part (tubings) are supposed to be replaced during the 8000 hours pm (preventive maintenance) for this model of compressor. There is no information of when or if the pm have ever been performed concerting this reported device. The compressor mini must be serviced at regular intervals by personnel trained and authorized by getinge. Any maintenance or service must be noted in a log book. The broken part is subjected to wear and tear if used during an extended period of time without being replaced during preventive maintenance. The reported unit was installed at the customers site in october, year 2018. A leakage in the compressor tubing could lead to the loss of air supply for a connected ventilator. This could, depending on oxygen level being used´, result in stop of ventilation or in a lower than set pressure in the patient circuit. A low pressure alarm will be triggered if this error occurs. Since no investigation was performed on the material involved in the incident no root cause could be determined.

Event description:
Manufacturer ref.#: (B)(4).

Event description:
It was reported that the compressor alarmed for low pressure. There was no patient harm. Manufacturer ref.#: (B)(4).